Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found as received, a complete lead with stylet inserted and stylet guide attached was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the lead exhibited failure to capture and failure to sense. The physician elected to not use the lead and replaced it with a new one. The patient was discharged from the hospital after the procedure.